Manufacturer narrative:
H6: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive results¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 2333594. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information, it was understood that 7 people tested positive for flu a with veritor. Out of these 7, 4 were symptomatic patients, and 3 were staff. The 4 patients were suspected false positive, but no confirmation testing was performed. Confirmation testing was only performed on 3 asymptomatic staff members using non-bd antigen (not a pcr one) test and all 3 tested were negative. Bd representative explained to the customer that possibly the issue could be due to an accidental contamination of the specimens taken from staff later on, such as not changing gloves between tests, or accidental touching the new reagents with contaminated gloves. Customer informed that they are using a different flu a/b testing kit for now, and there were no other incidents with false positive. Bhr (batch history review) analysis and retain sample testing were performed on the batch number provided and no issues were found, and results were acceptable. No samples were returned; therefore, return sample analysis could not be performed. A trend analysis for false positive was conducted, no adverse trend was identified. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit that there were 3 false positives. The following information was provided by the initial reporter: the 4 pos patients were reported as pos. The 3 staff members were asymptomatic, and they used non-bd antigen (not a pcr one) test for repeats. All 3 tested neg. Distributor, on behalf of customer, reports all results for positive while using cat 256045 lot 2333594.

Manufacturer narrative:
Common device name: antigens, cf (including cf control), influenza virus a, b, c. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit that there were 3 false positives. The following information was provided by the initial reporter: the 4 pos patients were reported as pos. The 3 staff members were asymptomatic, and they used non-bd antigen (not a pcr one) test for repeats. All 3 tested neg. Distributor, on behalf of customer, reports all results for positive while using cat 256045 lot 2333594.